Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported high threshold could not be conclusively determined. (B)(4).

Event description:
During follow-up the patients right ventricle capture was high. The physician programmed the right ventricle for an high output. The patient is doing well.